Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. G4: PMA/510(k) # field on 3500a form contains an additional code - k210608; reported here as it exceeded character limit for designated field.

Event description:
It was reported that monitoring was disabled due to a suspected insertable cardiac monitor (icm) device malfunction, and the patient was not monitored because of an unresolved issue with the icm, indicating that device replacement was initially considered necessary. Technical services (ts) review found that the latitude system briefly reported a bootloader operating state; however, subsequent icm device data showed normal operation with no device faults. Based on the available information, it was determined that the icm likely functioned correctly and that the issue was more likely related to a temporary communication problem between the icm and latitude monitoring system. No adverse patient effects were reported. This icm remains in service.